Event description:
It was reported that during a ptca procedure in a chronic totally occluded lad inflation of the balloon catheter caused a dissection. An unplanned stent implantation successfully treated the dissection. Reportedly the patient tolerated the procedure well.